Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device was explanted at a surgical intervention. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
The b2 field has been corrected as the event is not considered life-threatening. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This device was analyzed and it was determined that this device never triggered replacement indicator and all therapy was available while implanted. The case of this device was opened and one of the capacitors was determined to be leaky. This device is not part of the advisory population.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device was explanted at a surgical intervention an a new device was implanted. No additional adverse patient effects were reported.